Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the next day, the patient was hospitalized and treated with intraperitoneal (ip) fortum (1g, once daily, duration not reported) and (ip) reflin (1g, once daily, duration not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.